Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit was overtemp and was unable to restart unit. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h6(problem code) a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse could not duplicate the issue. Fse replaced the scroll compressor as a precaution. Device passed all functional and safety tests according to factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was overtemp and was unable to restart unit. There was no patient involvement reported.